Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a facility representative reported via (B)(4) that an ar-8737-38 t10 hexalobe shaft broke during a hardware removal. No patient was affected.